Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type; recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient was seeing the reposition antenna screen and was having a coupling problem. It was reported that the patient last felt stimulation ¿last night and then it stopped¿. It was noted that the patient had been implanted (B)(6) and had never recharged before. It was stated that the patient was confusing coupling bars with charge level and lacked basic understanding of patient programmer functionality. It was stated that the patient walked through how to use the antenna locate feature and was able to gain 6 coupling boxes. It was reported that the patient¿s implantable neurostimulator (ins) was charging. It was stated that the patient was instructed to recharge for several hours. It was stated that the issue appeared to be resolved.